Event description:
It was reported via repair work order that the siderails were not functional and lockouts would not unlock due to a stuck button on the footboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.